Event description:
During shift check, a fully charged autopulse li-ion battery (sn (B)(4) would not power up the autopulse platforms. The status led of the autopulse multi-chemistry battery charger (mcc) showed a green light (ready), and the status leds of the battery showed four solid green lights, indicating that the battery was fully charged. No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(4) reported in this ccr are covered by CAPA (B)(4). Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.